Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used during a scope cleaning on (B)(6) 2019. According to the complainant, the bristles broke off in the scope channel. Another brush was used to complete the cleaning of the scope. There was no patient involvement. Additional information received as of 07nov2019. The bristles were removed by pushing it out of the scope channel.

Manufacturer narrative:
Device code 1069 captures the reportable event of brush break. One hedgehog double-end valve brush was received. Visual analysis found that the hedgehog brush was missing bristles from the channel brush and there were kinks along the length of the device. Based on the evaluation of the returned device, the damage is consistent with forceful application of the brush through a scope. A labeling review was performed and found no evidence of misuse. However, it is likely that the user did not follow instruction exerting excessive force on the brush. The directions for use (dfu) states that "endoscope channels may be damaged if brushes are forced through when channels are occluded or if resistance is met during brush passage." Therefore, the most probable cause for this event is failure to follow instructions, which indicates that the problem is traced to the user not following the manufacturer's instructions. The device history record (DHR) review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used during a scope cleaning on (B)(6), 2019. According to the complainant, the bristles broke off in the scope channel. Another brush was used to complete the cleaning of the scope. There was no patient involvement.